Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, crease fold, and wear abrasion. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identified a sharp edge opening on posterior. A dimension measurement of the shell was performed which identified the thickness to be within specification. The fill test inspection was performed with the result of no blockage. Based on the device analysis the final assessment is a sharp opening edge on posterior due to an unidentified (tear) opening, and observed void >1 mm in non-textured, valve-to shell-bond area.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.